Manufacturer narrative:
(B)(4). Post procedure angiography confirmed excellent blood flow. The patient was transferred to the intensive care unit for recovery. A week after the procedure the patient reportably passed away at home while he slept. The exact cause of the death is not known and no autopsy was performed. The following information was received via a user facility medwatch: patient underwent elective lad stent placement, upon attempt to remove the wire, it became stuck on the freshly deployed stent and part of the wire broke off and became retained. Attempts to retrieve the fractured wire led to coronary artery perforation with pericardial bleeding requiring drain placement and placement of several covered stents in the lad to control the bleeding. And obtain good timi flow. The patient also required intubation and placement of an iabp as part of those stabilizing efforts. The wire tip appears to have frayed or unraveled when it became stuck on the deployed stent. The cardiologist noted the retained wire fragment appeared to be almost like a coiled up spool of yarn at the ostial lad segment. Coronary artery bypass grafting is planned for this week. (B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Attachment: user facility medwatch #mw5081283 (B)(4).

Event description:
It was reported that the procedure was treat a previously stented lesion in the proximal to mid left anterior descending (lad) coronary artery. An intra-aortic balloon pump was placed for transient severe hypotension. A hi-torque bmw universal guide wire (gw) was advanced; however, the gw became stuck in the calcified lesion and could not be removed despite force being applied. A balloon catheter was advanced to inflate the lesion in an attempt to free the guide wire. On removal of the balloon catheter and the gw, the tip of the gw unraveled, separated and remained stuck in the calcified lesion. A new pilot 50 gw was advanced with some resistance, but successfully crossed the lesion. The patient became hypotensive with significant shock. The patient was intubated and significant st-t wave changes occurred due to possible dissection or thrombus as a result of attempts to retrieve the separated guide wire. Balloon angioplasty was performed to improve blood flow. Part of the separated bmw gw tip was successfully captured with a snare. An additional snare was advanced; however, on attempt to capture the remainder of the separated tip, a perforation occurred of the ostial lad. The patient suffered from ongoing hypotension and shock, with an additional diagnosis of tamponade. A pericardial drain was placed. The perforation was successfully treated with a 2.75 x 16 mm graftmaster covered stent. Two additional xience stents where then deployed in the mid lad to partially trap the separated tip of the gw and further treat the lesion. One end of the guide wire tip remained free floating and extended into the ostium of the circumflex coronary artery; therefore additional balloon angioplasty of the circumflex was performed.

Manufacturer narrative:
Internal file number - (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for analysis. It should be noted the hi-torque guide wires instructions for use (IFU)states: do not: push, auger, withdraw or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Although it was noted that resistance was noted during retraction of the guide wire, this was due to the guidewire being stuck in the calcified lesion therefore the force applied during removal of the device seemed to be a reasonable clinical response to the difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficult to remove, stretched and detachment of device component resulting appear to be related to circumstances of the procedure as it is likely that interaction with the calcified anatomy resulted in the reported difficulty to remove. During removal of the balloon catheter and the guide wire interaction with the calcified anatomy and/or manipulation of devices resulted in the reported stretched (guide wire unraveled) and ultimately resulted in the reported tip detachment. The reported difficulties possibly contributed to the reported patient effects, however a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of dissection and perforation are listed in the hi-torque guide wires IFU as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.